Event description:
Note: this report pertains to the fourth of four complaints that occurred during the same procedure. Refer to MFR report numbers 3005099803-2010-00157, 00158, and 00160. It was reported to boston scientific corp on (B)(4) 2009, that four extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. During the ercp procedure, the physician used a trapezoid basket to fragment multiple stones within the common bile duct. The physician then inserted a 15-18mm extractor balloon into the scope and positioned the balloon within the common bile duct. The physician inflated the balloon to 18mm. The balloon came in contact with a stone within the common bile duct. The physician attempted to remove the stone with the balloon. However, when the balloon was dragged out of the common bile duct, it was noticed that the balloon had burst. No parts of the balloon had detached. The entire balloon was removed from the pt. A second 15-18 extractor balloon was then inserted into the scope and positioned within the common bile duct. The physician inflated the balloon to 18mm. The balloon came in contact with a stone and the physician attempted to remove the stone; however, when the balloon was dragged out of the common bile duct, it was noticed that the balloon had burst. No parts of the balloon had detached. The entire balloon was removed from the pt. A 12-15mm extractor balloon was then inserted into the scope and positioned within the common bile duct. The physician inflated the balloon to 15mm. The balloon came in contact with a stone and the physician attempted to remove the stone. However, when the balloon was dragged out of the common bile duct, it was noticed that the balloon had burst. No parts of the balloon had detached. The entire balloon was removed from the pt. A second 12-15mm extractor balloon was then inserted into the scope and positioned within the common bile duct. The physician inflated the balloon to 15mm. However, at this time, it was noticed that the balloon had inflated improperly. The account reported that only half of the balloon appeared to inflate and the balloon did not form a symmetrical cylinder. The entire balloon was removed from the pt. There was no visible damage to the balloon. The procedure was completed with a 9-12mm extractor balloon. There were no pt complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. These codes were selected by the MFR based on info obtained from the user facility. According to the complainant, the suspect device has been disposed of at the user facility and is not available for return. Based on the details of the complaint, the most probable root cause is operational context due to anatomical or procedural factors encountered during the procedure, which limited the performance of the balloon (e.g. Tortuous anatomy, sharp exterior sources). (B)(4).